Event description:
It was reported that there was a coupling problem. The patient had been sick and not recharged for approximately 1.5 months, which was usually the same duration of time between recharging sessions. The use of the antenna locate feature resulted in a power on reset (por) displayed on the implantable neurostimulator recharger (insr), which was followed by the normal recharging screen. The patient started recharging with all coupling bars highlighted, which resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0546819v, implanted: (B)(6) 2006, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 74002, lot# n353837, implanted: (B)(6) 2012, product type: adapter; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).